Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was detached near the lap joint section, and the imaging window and drive cable were twisted. However, the tip was in good condition. Visual inspection showed the sheath was kinked. Microscopic inspection showed the guide wire exit port was in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The reported failure to advance, catheter kinked, and catheter material twisted were confirmed.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, as the ivus catheter was flushed and loaded onto the wire, it was difficult to advance into the guide. The technician pressed the image button, and the camera started to spin and made a noise. They tried to remove the ivus catheter and had difficulty doing so. The catheter was able to be removed without also removing the wire, but when the catheter was outside the patient, it was found to be coiled around itself and the mid-catheter shaft and tip were kinked. No patient complications were reported.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, as the ivus catheter was flushed and loaded onto the wire, it was difficult to advance into the guide. The technician pressed the image button, and the camera started to spin and made a noise. They tried to remove the ivus catheter and had difficulty doing so. The catheter was able to be removed without also removing the wire, but when the catheter was outside the patient, it was found to be coiled around itself and the mid-catheter shaft and tip were kinked. No patient complications were reported.